Manufacturer narrative:
This event was previously reported to the FDA on an alternative summary report (asr approval #: (B)(4)) and is now being submitted on a 3500a form because of newly received product information. Issue originally reported for a ugyka parietex mesh. However, additional information received confirmed that the involved mesh device was for a non-medtronic avaulta solo synthetic support system. No further reports will be sent for this event by medtronic. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a revision procedure as a result of exposed implanted vaginal mesh, pelvic pain, and dyspareunia. Patient required non-surgical and surgical intervention. The patient also experienced erosion, infection, unspecified urinary problems, unspecified bowel problems, recurrence, bleeding, vaginal scarring, weal pubocervical tissue, odorous discharge, vaginal bleeding, gastroesophageal reflux disease, depression, urinary incontinence, constipation, blood loss postoperatively, postoperative low-grade fever, feeling weak, pale, postoperative anemia, hyperactivity of bladder, pelvic pain, vaginal infections, bacterial vaginosis/bacterial infection vulvovaginitis (inflammation), fibrosis, mesh tender to palpation, pelvic floor defects, migration of mesh (foreign body in patient), vaginal atrophy, exposure of implanted vaginal mesh and other prosthetic materials into the vagina, back pain, contracted pelvic floor musculature, nerves under tension, incontinence, blood in urine (hematuria), bacteria in urine, contracted mesh subepithelially, recurrent vaginal prolapse, foreign body type granulomatous, inflammation, can't have intercourse, neurogenic bladder, high hematocrit, urinary tract infection, fishy foul smelling vaginal discharge, external labial itching and burning (burning sensation), adherent vaginal discharge, vaginal candidiasis (yeast infection), frequency of urine, urgency, burning upon urination (burning sensation), discharge in vault, recurrent vaginitis, intractable menopausal vasomotor symptoms in the form of hot flashes/severe facial flushing/sweating, dysuria, suprapubic/bladder pressure with voiding, feeling of incomplete emptying, vaginal itching, burning around vagina and rectum, bloody discharge, and required nonsurgical and additional surgical interventions.